Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced a sudden loss of stimulation. Allegedly, the patient last recharged her ipg a couple of weeks prior. Troubleshooting via use of multiple external devices was attempted by an sjm representative but was unsuccessful due to the ipg being inoperable. As a result, the patient may undergo surgical intervention.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced (with a different model). Surgical intervention resolved the patient's issue.